Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported needle guide detachment was confirmed. Although the reported difficulty to remove the device could not be replicated the returned device condition confirms the reported difficulty. The reported failure to deploy could not be confirmed as the plunger, needles and suture were not returned for analysis. Although the snap sound could not be replicated during testing, it was likely the sound heard when the guide snapped and separated. A conclusive cause for the reported guide detachment and failure to deploy could not be determined. The reported difficult to remove, snap sound and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Additionally, unused, sterile proglide devices were returned. Testing was successfully performed with no malfunction noted. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary diagnostic procedure. Reportedly, as the device was being inserted, a snap sound was heard. The needles did not deploy. The device could not be removed. X-ray imaging showed that the device had separated into two pieces; the sheath was broken off. A vascular surgeon was called and a cut down was performed to remove the device. The two pieces of the device were connected only by the sutures. Hemostasis was achieved by suturing the artery. There was a clinically significant delay in the procedure or therapy due to the surgical removal of the device. The physician is reportedly trained in the use of the proglide device. No additional information was provided. Subsequently, user facility medwatch # (B)(4) received with the following description: "patient was undergoing a diagnostic cerebral angiogram and a perclose device was deployed at the end of the procedure. As the physician was trying to remove the device resistance was encountered and it was noted that the plastic portion of the perclose device had separated from the metal portion. A surgical consult was called and the patient required a cutdown procedure and underwent a removal of failed right femoral perclose device and repair of right common femoral artery."